Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), chronic kidney disease ("chronic kidney disease stage 2"), tooth disorder ("dental problems/dental problems"), carpal tunnel decompression ("carpal tunnel release") and autoimmune thyroiditis ("hashimoto") in a (B)(6)-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and premature delivery (at 35 and 36 weeks). Previously administered products included for birth control: mirena from 2004 to 2008; for an unreported indication: zinc and polymyxin b sulphate. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity (B)(4) ((B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, drug allergy (neomycin - hives) and food allergy (hives). Concomitant products included alprazolam from 2006 to 2011, cheratussin ac since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, obetrol (adderall) from 2012 to 2015, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2008, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/gained 15 lbs after being implanted"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain") and depression ("depression"). On (B)(6) 2008, the patient experienced menstruation irregular ("irregular periods") and breast pain ("breast pain/mastodynia"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure ("seizures"). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), tendonitis ("tendonitis of wrist") and lipoma ("fatty lipoma"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), pruritus genital ("pruritus of genital area"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), urticaria ("urticaria"), pruritus ("pruritus"), vision blurred ("blurring of right eye has continued to get worse"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), feeling abnormal ("brain fog"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis") and burning sensation ("burning sensation"). The patient was treated with meloxicam, trazodone, gabapentin, surgery (total hysterectomy removing uterus, cervix, and both fallopian tubes), surgery (root canals fillings 3 teeth removed) and surgery (carpal tunnel surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menstruation irregular, breast pain, fibromyalgia, tooth disorder, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, alopecia areata, hormone level abnormal, migraine, rash, urticaria, pruritus, carpal tunnel decompression, vision blurred, weight decreased, tendonitis, lipoma, malaise, autoimmune thyroiditis, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis and burning sensation outcome was unknown, the chronic kidney disease, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved and the seizure, trigger finger, dysgeusia and uterine pain had resolved. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, hormone level abnormal, lipoma, malaise, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, tendonitis, tooth disorder, trigger finger, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test - on (B)(6): (B)(6). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. On (B)(6) 2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5 cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema," states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research, including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: reporters were added. Event added as per pfs: breast pain, autoimmune disorder,dental problems, carpal tunnel surgery, eye problems, weight gain, back pain, hip pain, knees pain, feet pain, hands pain, normal vaginal bleeding, irregular periods, fibromyalgia, fatigue, dysmenorrhea (cramping), menorrhagia, dyspareunia (painful sexual intercourse), pruritus of genital area, hair loss, hormonal changes (low hormone), sinus infection, upper respiratory infections, migraines, headaches, perforation, anxiety, worsened by essure, post traumatic stress disorder, rashes, urticaria, pruritus, seizures, weight loss, chronic kidney disease stage 2, trigger finger, tendonitis of wrist, severe and persistent abdominal pain, severe and persistent neck pain, shoulder pain, metal taste in mouth, stabbing pain in uterus, fatty lipoma, depression, was feeling very sick. Lot number 624836. Concomitant medication added, concurrent condition added, medical history added. Lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / but it injured her fallopian tube"), chronic kidney disease ("chronic kidney disease stage 2"), autoimmune thyroiditis ("hashimoto"), the first episode of menorrhagia ("abnormal bleeding (vaginal/menorrhagia"), seizure ("seizures"), carpal tunnel decompression ("carpal tunnel release") and tooth disorder ("dental problems/dental problems") in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: (B)(6) 2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs. Approximate weight at the time of essure placement: 124 lbs. Previously administered products included for birth control: medroxyprogesterone and mirena from 2004 to 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 ((B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) and lymphoma. Concomitant products included alprazolam from 2006 to 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2015, codeine phosphate;guaifenesin (cheratussin ac) since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain/gained 15 lbs after being implanted"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and tendonitis ("tendonitis of wrist") and was found to have lipoma ("fatty lipoma"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant) and the second episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation"), headache ("migraines/headaches"), upper respiratory tract infection ("upper respiratory infections") and skin discolouration ("my complextion is better") and was found to have weight decreased ("weight loss"). The patient was treated with gabapentin, meloxicam, trazodone and surgery (root canals fillings 3 teeth removed, total hysterectomy removing uterus, cervix, and both fallopian tubes and carpal tunnel surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation, headache and upper respiratory tract infection outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis and skin discolouration was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, skin discolouration, tendonitis, tooth disorder, trigger finger, upper respiratory tract infection, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received - events- "upper respiratory infections, my complextion is better" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / but it injured her fallopian tube"), chronic kidney disease ("chronic kidney disease stage 2"), autoimmune thyroiditis ("hashimoto"), genital haemorrhage ("abnormal bleeding (vaginal/menorrhagia"), seizure ("seizures"), carpal tunnel decompression ("carpal tunnel release") and tooth disorder ("dental problems/dental problems") in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: (B)(6) 2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). Previously administered products included for birth control: mirena from 2004 to 2008 and medroxyprogesterone in 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 ((B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) in (B)(6) 2015 and lymphoma on (B)(6) 2015. Concomitant products included alprazolam from 2006 to 2011, cheratussin ac since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, obetrol (adderall) from 2012 to 2015, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), weight increased ("weight gain/gained 15 lbs after being implanted"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and feeling abnormal ("brain fog"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), tendonitis ("tendonitis of wrist") and lipoma ("fatty lipoma"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), postmenopause ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation") and headache ("migraines/headaches"). The patient was treated with meloxicam, trazodone, gabapentin, surgery (total hysterectomy removing uterus, cervix, and both fallopian tubes), surgery (carpal tunnel surgery) and surgery (root canals fillings 3 teeth removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, carpal tunnel decompression, tooth disorder, postmenopause, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation and headache outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, lipoma, malaise, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, postmenopause, pruritus, pruritus genital, rash, rhinitis allergic, seizure, tendonitis, tooth disorder, trigger finger, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: negative on an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015, pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs. Approximate weight at the time of essure placement: 124 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs & medical record received. Events abnormal bleeding, headache, pelvic pain, post menopause, are added. Event outcome updated. Event onset dates added.lab data updated. Concomitant condition and drugs are added. Historical condition and drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / but it injured her fallopian tube"), chronic kidney disease ("chronic kidney disease stage 2"), autoimmune thyroiditis ("hashimoto"), the first episode of menorrhagia ("abnormal bleeding (vaginal/menorrhagia"), seizure ("seizures"), carpal tunnel decompression ("carpal tunnel release") and tooth disorder ("dental problems/dental problems") in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: 06aug2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). Previously administered products included for birth control: mirena from 2004 to 2008 and medroxyprogesterone in 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 (B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003, rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) in february 2015 and lymphoma on (B)(6) 2015. Concomitant products included alprazolam from 2006 to 2011, cheratussin ac since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, obetrol (adderall) from 2012 to 2015, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), weight increased ("weight gain/gained 15 lbs after being implanted"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and feeling abnormal ("brain fog"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In april 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), tendonitis ("tendonitis of wrist") and lipoma ("fatty lipoma"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant) and the second episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), weight decreased ("weight loss"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation") and headache ("migraines/headaches"). The patient was treated with meloxicam, trazodone, gabapentin, surgery (total hysterectomy removing uterus, cervix, and both fallopian tubes), surgery (carpal tunnel surgery) and surgery (root canals fillings 3 teeth removed). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, the last episode of menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation and headache outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, tendonitis, tooth disorder, trigger finger, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: negative on an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015, x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. 03-feb-2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs approximate weight at the time of essure placement: 124 lbs concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) / but it injured her fallopian tube'), carpal tunnel decompression ('carpal tunnel release') and tooth disorder ('dental problems/dental problems') in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: (B)(6) 2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs approximate weight at the time of essure placement: 124 lbs. Previously administered products included for birth control: medroxyprogesterone and mirena from 2004 to 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 (B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) and lymphoma. Concomitant products included alprazolam from 2006 to 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2015, codeine phosphate;guaifenesin (cheratussin ac) since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and the first episode of feeling abnormal ("brain fog") and was found to have weight increased ("weight gain/gained 15 lbs after being implanted"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia/ breast were always sore") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 5 days after insertion of essure. In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease ("chronic kidney disease stage 2"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure ("seizures/seizures before hysto"). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and tendonitis ("tendonitis of wrist") and was found to have lipoma ("fatty lipoma"). On 3-feb-2015, the patient was found to have hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis ("hashimoto"). On (B)(6) 2015, the patient experienced bleeding menstrual heavy ("abnormal bleeding (vaginal/menorrhagia") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache / occular migraine"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation"), headache ("migraines/headaches"), upper respiratory tract infection ("upper respiratory infections"), skin discolouration ("my complextion is better"), fibrocystic breast disease ("fibrocystic change of breast "), blindness ("still have vision loss"), neuropathy peripheral ("neuropathy"), the second episode of feeling abnormal ("brain fog"), memory impairment ("short memory") and paraesthesia ("electric shock from brain stem"), was found to have weight decreased ("weight loss"), underwent tooth extraction ("3 molars pulled") and endodontic procedure ("had 5 root canals") and experienced hives ("suffered from hives"), lasting 7 years. The patient was treated with gabapentin, hydroxyzine hydrochloride (atarax), meloxicam, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), trazodone and surgery (root canals fillings 3 teeth removed, total hysterectomy removing uterus, cervix, and both fallopian tubes and carpal tunnel surgery). Essure was removed on 3-feb-2015. At the time of the report, the fallopian tube perforation, bleeding menstrual heavy, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation, headache, upper respiratory tract infection, tooth extraction, endodontic procedure, hives, fibrocystic breast disease, memory impairment and paraesthesia outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression, back disorder, blindness, neuropathy peripheral and the last episode of feeling abnormal had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis and skin discolouration was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, bleeding menstrual heavy, blindness, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, endodontic procedure, fallopian tube perforation, fatigue, fibrocystic breast disease, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, memory impairment, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, neuropathy peripheral, pain in extremity, paraesthesia, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, skin discolouration, tendonitis, tooth disorder, tooth extraction, trigger finger, upper respiratory tract infection, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of feeling abnormal, hives, menorrhagia and the second episode of feeling abnormal to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event "electric shock from brain stem, short memory" were added. Events of autoimmune thyroiditis, seizures and chronic kidney disease downgraded to non-serious. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) / but it injured her fallopian tube'), chronic kidney disease ('chronic kidney disease stage 2'), autoimmune thyroiditis ('hashimoto'), seizure ('seizures'), carpal tunnel decompression ('carpal tunnel release') and tooth disorder ('dental problems/dental problems') in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: (B)(6) 2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015, x-ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015, pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs approximate weight at the time of essure placement: 124 lbs. Previously administered products included for birth control: medroxyprogesterone and mirena from 2004 to 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 ((B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) and lymphoma. Concomitant products included alprazolam from 2006 to 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2015, codeine phosphate;guaifenesin (cheratussin ac) since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain/gained 15 lbs after being implanted"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and tendonitis ("tendonitis of wrist") and was found to have lipoma ("fatty lipoma"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bleeding menstrual heavy ("abnormal bleeding (vaginal/menorrhagia") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation"), headache ("migraines/headaches"), upper respiratory tract infection ("upper respiratory infections") and skin discolouration ("my complextion is better"), was found to have weight decreased ("weight loss"), underwent tooth extraction ("3 molars pulled") and endodontic procedure ("had 5 root canals") and experienced hives ("suffered from hives"), lasting 7 years. The patient was treated with gabapentin, hydroxyzine hydrochloride (atarax), meloxicam, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), trazodone and surgery (root canals fillings 3 teeth removed, total hysterectomy removing uterus, cervix, and both fallopian tubes and carpal tunnel surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bleeding menstrual heavy, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation, headache, upper respiratory tract infection, tooth extraction, endodontic procedure and hives outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis and skin discolouration was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, bleeding menstrual heavy, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, endodontic procedure, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, skin discolouration, tendonitis, tooth disorder, tooth extraction, trigger finger, upper respiratory tract infection, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased, weight increased, hives and menorrhagia to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research, including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: events ¿3 molars pulled¿, ¿had 5 root canals¿, ¿suffered from hives¿ added. Treatment drugs added. Reporters added. On 20-mar-2020: processed with follow up 17. On 20-mar-2020: processed with follow up 17. On 20-mar-2020: processed with follow up 17. On 20-mar-2020: processed with follow up 17. On 23-mar-2020: social media content received, new reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) / but it injured her fallopian tube'), chronic kidney disease ('chronic kidney disease stage 2'), autoimmune thyroiditis ('hashimoto'), seizure ('seizures/seizures before hysto '), carpal tunnel decompression ('carpal tunnel release') and tooth disorder ('dental problems/dental problems') in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: 06aug2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) , MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs. Approximate weight at the time of essure placement: 124 lbs. Previously administered products included for birth control: medroxyprogesterone and mirena from 2004 to 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 ((B)(6)1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) and lymphoma. Concomitant products included alprazolam from 2006 to 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2015, codeine phosphate;guaifenesin (cheratussin ac) since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and the first episode of feeling abnormal ("brain fog") and was found to have weight increased ("weight gain/gained 15 lbs after being implanted"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia/ breast were always sore") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On(B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and tendonitis ("tendonitis of wrist") and was found to have lipoma ("fatty lipoma"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bleeding menstrual heavy ("abnormal bleeding (vaginal/menorrhagia") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation"), headache ("migraines/headaches"), upper respiratory tract infection ("upper respiratory infections"), skin discolouration ("my complextion is better"), fibrocystic breast disease ("fibrocystic change of breast "), blindness ("still have vision loss"), neuropathy peripheral ("neuropathy") and the second episode of feeling abnormal ("brain fog"), was found to have weight decreased ("weight loss"), underwent tooth extraction ("3 molars pulled") and endodontic procedure ("had 5 root canals") and experienced hives ("suffered from hives"), lasting 7 years. The patient was treated with gabapentin, hydroxyzine hydrochloride (atarax), meloxicam, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), trazodone and surgery (root canals fillings 3 teeth removed, total hysterectomy removing uterus, cervix, and both fallopian tubes and carpal tunnel surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bleeding menstrual heavy, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal haemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation, headache, upper respiratory tract infection, tooth extraction, endodontic procedure, hives and fibrocystic breast disease outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression, back disorder, blindness, neuropathy peripheral and the last episode of feeling abnormal had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis and skin discolouration was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, bleeding menstrual heavy, blindness, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, endodontic procedure, fallopian tube perforation, fatigue, fibrocystic breast disease, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, neuropathy peripheral, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, skin discolouration, tendonitis, tooth disorder, tooth extraction, trigger finger, upper respiratory tract infection, urticaria, uterine pain, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of feeling abnormal, hives, menorrhagia and the second episode of feeling abnormal to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new reporter and new events (still have vision loss; neuropathy; brain fog) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) / but it injured her fallopian tube'), chronic kidney disease ('chronic kidney disease stage 2'), autoimmune thyroiditis ('hashimoto'), seizure ('seizures'), carpal tunnel decompression ('carpal tunnel release') and tooth disorder ('dental problems/dental problems') in a 37-year-old female patient who had essure (batch no. 624836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, gravida ii (at 35 and 36 weeks) and smoker (quit date: (B)(6) 2013, 1 pack/ day for 10 years (10 pk- yrs); type: cigarettes). On an unspecified date lab test done which showed thyroid autoantibodies increased by 117.4. Her lab test done which showed follicle stimulating hormone and luteinizing hormone. On (B)(6) 2016, lab result indicating her result are in the post menopause range. On (B)(6) 2008, hysterosalpingogram showed both tubes were occluded and I was permanently sterile. Bilateral essure devices in place with no fallopian tube opacification or peritoneal leakage. On (B)(6) 2015,x ray hysterosalpingogram showed contrast filling of the left fallopian tube and the peritoneal cavity. Essure devices at the uterine-fallopian tube junctions. (B)(6) 2015 ,pathology report included specimen labeled uterus, cervix and bilateral fallopian tubes consists of the uterus with attached bilateral fallopian tubes, having a combined total weight of 75 grams. The uterus measures 9 x 5 x 4 cm. The cervix measures 3 x 2.5cm. The external cervical os measures 1 cm in greatest dimension and is patent. On sectioning, the endocervical canal and cervix are grossly unremarkable. The endometrial cavity is soft. The endometrial mucosa measures 2 mm in thickness. No fibroids or other mass lesions are seen. The right fallopian tube and fimbria measure 7 x 0.6 cm. The left fallopian tube measures 7 x 0.5 cm. Both fallopian tubes are similar in gross appearance and both tubes show an intraluminal essure implant containing metal coil. Both implants are normally located with no evidence of displacement. The tubal lumen appears patent on both sides. The fimbrial ends are unremarkable. Ovarian structures are not identified. The implants will be sent to cpd for decontamination and available for patient pick-up. Representative sections are submitted as follows: a, b - cervix c, d - endometrium/myometrium e ¿ right fallopian tube and fimbria f ¿ left fallopian tube with fimbria. On (B)(6) 2015, MRI -pelvis wiwo contrast impression: uterus is not visualized. Retained essure material cannot be fully excluded by MRI. A pelvic radiograph can be performed to evaluate for any radiopaque foreign material. Follicular changes are present within the ovaries bilaterally. No inflammatory changes of the pelvis are present. MRI pelvis with/without contrast showed clinical information: incomplete removal of essure coils. Findings: follicular changes are seen in the ovaries bilaterally with several bilateral t2 hyper intense rounded structures. The largest measures 2.9 cm in the right/ovary without evidence of enhancement. There is no abnormal t I signal suggest a hemorrhagic lesion. No susceptibility artifact is seen within the adnexal regions. Residual essure material cannot be fully excluded by MRI. There is no free fluid in the pelvis. There are no inflammatory changes in the mesentery. Visualized bowel is unremarkable without evidence of gross obstruction. There is no acute osseous abnormality. There is no pelvic lymphadenopathy. Vascular structures appear grossly unremarkable. The bladder and urethra are grossly unremarkable. On (B)(6) 2015, MRI abdomen and pelvis showed no contrast diagnosis: sterilization, essure procedure. (B)(6) 2015: hsg:show the right fallopian tube leaked the contrast dye. Current weight: 132 lbs. Approximate weight at the time of essure placement: 124 lbs. Previously administered products included for birth control: medroxyprogesterone and mirena from 2004 to 2008; for an unreported indication: polymyxin b sulphate and zinc. Past adverse reactions to the above products included urticaria with polymyxin b sulphate and zinc. Concurrent conditions included body mass index normal, parity 5 (B)(6) 1987, (B)(6) 1990, (B)(6) 1992, (B)(6) 1995 and (B)(6) 2003), rectal bleeding, edema, uterine dilation and curettage, numbness, inflammation, tingling sensation, dry skin, tenderness breast, ringing in ears, dizziness, vertigo, forgetfulness, short-term memory loss, difficulty sleeping, hot flashes, panic attacks, anxiety, depression, carpal tunnel syndrome, allergic reaction to antibiotics (neomycin - hives), food allergy (hives), calcific tendinitis and libido decreased. Family history included breast cancer (mother), non-hodgkin's lymphoma (mother 64 years diagnosed) and lymphoma. Concomitant products included alprazolam from 2006 to 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2015, codeine phosphate;guaifenesin (cheratussin ac) since 2010, diazepam, hydrocodone from 2008 to 2015, ibuprofen from 2008 to 2013, medroxyprogesterone since 2008, paracetamol (acetaminophen) from 2008 to 2015, salbutamol sulfate (proair hfa) since 2010 and tramadol from 2013 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurring of right eye has continued to get worse / vision/eye problems"), back pain ("severe and persistent back pain/lumbar problems"), arthralgia ("severe and persistent hip pain/severe and persistent knees"), neck pain ("severe and persistent neck pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("severe and persistent feet pain/severe and persistent hands pain"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain/gained 15 lbs after being implanted"). On (B)(6) 2008, the patient experienced vaginal hemorrhage ("abnormal vaginal bleeding"), menstruation irregular ("irregular periods"), breast pain ("breast pain/mastodynia/ breast were always sore") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rash ("rashes"). On (B)(6) 2011, the patient experienced urticaria ("urticaria"). On (B)(6) 2011, the patient experienced pruritus genital ("pruritus of genital area"). On (B)(6) 2011, the patient experienced chronic kidney disease (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2012, the patient underwent carpal tunnel decompression (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced trigger finger ("trigger finger"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and tendonitis ("tendonitis of wrist") and was found to have lipoma ("fatty lipoma"). On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes (low hormone)"). In 2015, the patient experienced malaise ("was feeling very sick"). On (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bleeding menstrual heavy ("abnormal bleeding (vaginal/menorrhagia") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced tooth disorder (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: low hormones and post-menopause"), alopecia ("hair loss"), alopecia areata ("bald spots"), migraine ("migraine headache"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), pruritus ("pruritus"), dysgeusia ("metal taste in mouth"), uterine pain ("stabbing pain in uterus"), attention deficit/hyperactivity disorder ("adhd"), back disorder ("lumbar problems"), nasopharyngitis ("nasopharyngitis"), cough ("cough"), bronchitis ("bronchitis"), rhinitis allergic ("allergic rhinitis"), acute sinusitis ("acute sinusitis"), burning sensation ("burning sensation"), headache ("migraines/headaches"), upper respiratory tract infection ("upper respiratory infections"), skin discolouration ("my complexion is better") and fibrocystic breast disease ("fibrocystic change of breast "), was found to have weight decreased ("weight loss"), underwent tooth extraction ("3 molars pulled") and endodontic procedure ("had 5 root canals") and experienced hives ("suffered from hives"), lasting 7 years. The patient was treated with gabapentin, hydroxyzine hydrochloride (atarax), meloxicam, methylprednisolone (medrol), methylprednisolone sodium succinate (solu-medrol), trazodone and surgery (root canals fillings 3 teeth removed, total hysterectomy removing uterus, cervix, and both fallopian tubes and carpal tunnel surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bleeding menstrual heavy, carpal tunnel decompression, tooth disorder, menopausal symptoms, vaginal hemorrhage, menstruation irregular, breast pain, fatigue, dysmenorrhoea, menorrhagia, dyspareunia, pruritus genital, alopecia, hormone level abnormal, migraine, post-traumatic stress disorder, rash, urticaria, pruritus, vision blurred, weight decreased, lipoma, malaise, feeling abnormal, attention deficit/hyperactivity disorder, nasopharyngitis, cough, bronchitis, rhinitis allergic, acute sinusitis, burning sensation, headache, upper respiratory tract infection, tooth extraction, endodontic procedure, hives and fibrocystic breast disease outcome was unknown, the chronic kidney disease, autoimmune thyroiditis, fibromyalgia, anxiety, weight increased, back pain, arthralgia, neck pain, musculoskeletal pain, pain in extremity, depression and back disorder had not resolved, the seizure, alopecia areata, trigger finger, dysgeusia and uterine pain had resolved and the tendonitis and skin discolouration was resolving. The reporter considered acute sinusitis, alopecia, alopecia areata, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune thyroiditis, back disorder, back pain, bleeding menstrual heavy, breast pain, bronchitis, burning sensation, carpal tunnel decompression, chronic kidney disease, cough, depression, dysgeusia, dysmenorrhoea, dyspareunia, endodontic procedure, fallopian tube perforation, fatigue, feeling abnormal, fibrocystic breast disease, fibromyalgia, headache, hormone level abnormal, lipoma, malaise, menopausal symptoms, menstruation irregular, migraine, musculoskeletal pain, nasopharyngitis, neck pain, pain in extremity, post-traumatic stress disorder, pruritus, pruritus genital, rash, rhinitis allergic, seizure, skin discolouration, tendonitis, tooth disorder, tooth extraction, trigger finger, upper respiratory tract infection, urticaria, uterine pain, vaginal hemorrhage, vision blurred, weight decreased, weight increased, hives and menorrhagia to be related to essure. The reporter commented: patient stated that she is very upset and very frustrated because of the essure implants, the effects of her health. She is very concerned about left over pet fibers that may have migrated outside of her fallopian tubes and may be causing an autoimmune or inflammatory response. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: feels that essures are causing systemic symptoms, "itching, hives, urticaria, inflammatory response, fatigue, edema,seizure,carpal tunnel syndrome, hand pain, fatigue " states symptoms are debilitating. Has been informed by multiple providers that symptoms are likely not related. Has done extensive research , including model number, states has ess205 model, lipoma (primary encounter diagnosis), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Event added-fibrocystic breast disease. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.